Event description:
It was reported that the customer passed away at home. The cause of death is believed to be heart failure. The customer had heart disease. The customer's blood glucose, at the time of death, is unknown. The customer was wearing the insulin pump at the time of death. The customer was using sensors and was wearing a sensor at the time of death. The insulin pump was retrieved from the funeral home and the caller stated that the battery icon on the display of the insulin pump was showing empty. The caller stated that the insulin pump had alarmed low reservoir after alarming no delivery, which, the caller had fixed by rewinding the device. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and self test. All operating currents were within specification. The off no power alarm functioned properly. No excessive no delivery alarm or battery icon anomaly was noted. The low reservoir alarm functioned properly. The insulin pump had minor scratches on the display window, scratched reservoir tube window and cracked reservoir tube lip. The data analysis showed that the daily insulin total was 25.650 units on (B)(6) 2015, 4.650 units on (B)(6) 2015, 0.0 units on (B)(6) 2015, 6.175 units on (B)(6) 2015, 11.650 units on (B)(6) 2015, 36.20 units on (B)(6) 2015, and 73.550 units on (B)(6) 2015. The insulin pump passed the delivery volume accuracy test. A no delivery alarm occurred on (B)(6) 2015.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.